Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, after post-implant balloon aortic valvuloplasty (bav) was performed, a decision was made to not over-pace the patient and the valve dislodged. The valve was left implanted and a second valve was successfully implanted in a lower position. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.